Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem that the no ECG signal from three leads or pads during follow-up testing was verified. During the evaluation, it was found that the 11 pin cable was not seated fully onto the connector of the pd engine as the cause of the problem. The 11 pin cable was reseated to remedy the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.